Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: jan 23, 2025 section h3: evaluated by manufacturer: yes device evaluation: visual inspection reveal the handpiece was received with the plunger rod advanced and overriding the lens stuck in the cartridge tip. Viscoelastic residue was distributed through the cartridge; the cartridge and cartridge tip were damaged. The leading haptic of the lens was unfolded; however, the leading haptic begins unfolding when the lens begins delivery therefore the unfolded haptic was within specification. The lens module was inspected revealing no damage; viscoelastic residue was identified where the lens rested in the lens module and could have contributed to the complaint event. Device assembly was inspected revealing no issues. Plunger rod advancement was inspected revealing no advancement issues; however, the plunger rod tip was identified to be bent. The lens could not be removed for evaluation. The complaint issue "lens damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Information unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: if implanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Section d6b: if explanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Section e1: telephone number (B)(6). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after viscoelastic was injected, a preloaded monofocal intraocular lens (iol) was about to be implanted in the patient's operative eye, however, the lens was found to be damaged. The surgery was stopped and a new lens was used as a replacement. No further information available.